Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were broken. A field service engineer replaced the rails and checked the alignment and had to fix the back panel which was stuck. Customer tested and recovered the drawer which was still working just hard to pull out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower rail was broken. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.